Manufacturer narrative:
A complete manufacturing review could not be completed because the lot number was not provided. The device was not returned for evaluation; therefore, the complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.

Event description:
It was reported that during a vena cava filter deployment, the filter partially deployed before the legs became stuck inside the sheath; therefore, jugular access was obtained as a snare device was used to capture and retrieve the filter successfully. Another filter was prepped and deployed successfully. There is no reported patient injury